Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Friends of abbott employees reported that on an unspecified date customer received an unspecified reading from his adc freestyle libre sensor that was different than an unspecified reading obtained via a capillary test. The reporters noted the customer was taken to (B)(6) hospital where he was diagnosed with ketoacidosis and was received unspecified treatment. No additional information was provided. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Reader (B)(6) has also been returned and investigated. Section h-4 (device mfg date) has been updated based on the returned product. Visual inspection was performed on the reader and no issues were observed. The reader powered on with button depression, strip insertion and the usb cable. Control solution testing was performed using the returned reader and all results were within specification. Visual inspection was performed on the returned sensor and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). The sensor plug was observed to be seated properly and no damage or cracks were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. Extended investigation was also performed on the returned products and no issues were observed. The complaint is not confirmed.

Event description:
Friends of abbott employees reported that on an unspecified date customer received an unspecified reading from his adc freestyle libre sensor that was different than an unspecified reading obtained via a capillary test. The reporters noted the customer was taken to (B)(6) hospital where he was diagnosed with ketoacidosis and was received unspecified treatment. No additional information was provided. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.